Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the suer facility: around the 3rd to 4th day after using the connector, the nurse found that the connector thread was cracked, oozing blood or leaking fluid, and usually hung nutrient solution. But not all joints crack, it only occurs frequently during a certain period of time. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of 18 used samples were returned for evaluation. 1 out of the 18 samples was returned with packaging. Additionally, two photographs were returned for evaluation. The photographs were reviewed which detailed parts that were not caresites. No conclusions were drawn from the photos. The returned samples were all tested per specification for leakage failure fluid pressure. 17 out of 18 samples failed leakage testing. After a visual review, it was determined 18 out of 18 samples all had cracks on the female luer of the caresite. A review of the event description identified the crack was not identified until many days of use and was not identified upon first initial use. Although the leakage/crack was detected on all parts, the defect is not determined to be a manufacturing defect. The defect is not confirmed to be a manufacturing defect. The retain samples for item# 415126 and lot# 0061815735 were visually/physically tested for leakage and the result was that 05 out of 05 samples were found acceptable with passing results. Although the leakage/crack was identified on all parts returned it was not determined to be the result of a manufacturing process. Incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.